Manufacturer narrative:
(B)(4). Implant date and explant date: all surgeries were performed between (B)(6) of 2015 and (B)(6) of 2018. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00086, 0001825034 -2020 -00087. Addona, j. L., gu, a., martino, I. D., malahias, m.-a., sculco, t. P., & sculco, p. K. (2019). High rate of early intraprosthetic dislocations of dual mobility implants: a single surgeon series of primary and revision total hip replacements. The journal of arthroplasty, 34(11), 2793¿2798. Doi: 10.1016/j.arth.2019.06.003.

Event description:
It was reported that during a study for a journal article that 3 out of four patients experienced a dislocation on an unknown date and during reduction was noted to have an intraprostatic dislocation requiring revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.